Event description:
It was reported the pt fell and when he threw a ball he felt the lead move. X-rays were ordered and indicated the lead had migrated. Surgical intervention was undertaken to reposition the lead, however, during the procedure the pt developed breathing problems and went into cardiac arrest. The pt was defibrillated 3 times and given oxygen. The pt was admitted to the hospital and discharged 5 days later. Follow-up indicated the cardiac symptoms were resolved. The sjm representative attempted to program the pt, however, the pt was not able to feel any stimulation. Additional reprogramming will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.